Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarm, prime/fill or rewind anomalies were noted during testing. Also, the pump passed the self-test and a21 error tests. No unexpected a17, a21 or reset time/date anomalies after battery change were noted during testing. The pump had a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomalies were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had pump error alarms. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarm. Customer stated that the insulin pump was slower and louder. The insulin pump will not be returned for analysis.